Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl and milk/juice was consumed to address the low bg. The contact reported that the cartridge was delivering insulin with no request of insulin delivery from the customer. The bg was in the 400s earlier that day and the cause was not known. The customer's teacher assisted the customer with lowering the bg by drinking water, exercise and delivering a bolus.